Event description:
During treatment the pt's arterial chamber was noted to be low. A syringe was attached to the port and the blood level was raised. When completed, the tubing with the syringe was found lying on the floor. It had fallen completely off at the connection site of the arterial chamber. Air was noted to be sucked in at the open hole. The blood pump was stopped, the arterial blood was able to be returned to the pt, but the venous blood was not. A new bloodline and dialyzer were set up and the pt finished the treatment with no further problems. Ebl 250cc. Facility uses fresenius 2008h. Bfr 450. Venous pressure 320 pre. Sample is available.